Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated and the reported event was confirmed. The drivers appeared to be in good condition overall with minor discoloration on the handles and the knobs. Functional testing was done by rotating the knobs, which showed that the drivers were sticking during rotation. The drivers were disassembled for further inspection and it was noted that the internal gears were stripped. The device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to the gears being stripped, likely resulting from torque in excess of what is required to fixate the screw. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.multiple MDR reports were filed for this event, please see associated report: 0001032347-2019-00102

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2019-00102.

Event description:
It was reported four drivers were discovered to have a bent drive shaft during inspection following a case and are not rotating smoothly. No adverse events have been reported as a result of the malfunction.